Event description:
It was reported that during a surgery on (B)(6) 2011 to implant a hard tissue replacement the implant broke and caused a 2 hour delay in surgery time. The back up implant was successfully implanted.

Manufacturer narrative:
The user facility is foreign, therefore no medwatch report is available. The doctor was able to implant the device, the surgery was delay as he modified the device so that it fit the patient. Review of device history records show that lot released with no recorded anomaly or deviation. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Not returned to manufacturer.